Event description:
It was reported that the catheter was inserted (b)(6 2010 in the male pt suffering from renal failure. When the clinician flushed the catheter, checking for patency prior to dialysis, a leak was noticed on the luer lock. As a result, the hub connection assembly was replaced and the pt was dialysed and discharged in satisfactory condition. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.